Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device was replaced after only three years of service life. It was also reported that the atrial lead had increased thresholds. The lead was replaced. No patient complications have been reported as a result of this event.